Event description:
It was reported that a cartridge alarm 1 occurred. There was no reported adverse impact to the customer's blood glucose. A cartridge change was performed resolving the issue or the customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.